Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4) h3. Analysis performed on [product ID 97755 lot# serial# (B)(6)] analysis found that the complaint was unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. Patient reported she cannot get the controller to come on and charge. Pt stated twice now she has gotten error messages "software issue contact medtronic." Pt reported the screen goes away before she can write anything down - pt stated now the controller won't do anything. Pt was asked if she is connected and charging the ins when these issues occur and pt stated "I'm not sure" pt removed the li battery and plugged the controller into ac power. Pt stated the controller turned on. Pt replaced the li battery pack and stated that the green light is flashing on the controller. Pt tried to connect to the ins but pt is seeing "no device found.' Pt is not sure what her ins charge level is. Pt disconnected the ac power cord and reported seeing "low battery charge your controller" it was suggested that pt continue to charge the controller until complete. Pt called back stating that they had the recharger telemetry module (rtm) replaced, however no device found was appearing when they were trying to recharge the ins. Passive recharge mode was reviewed with the pt; the pt selected recharge. Pt stated that they had a sore place in their back where the implanting surgery was so it was easier for them to make sure that the rtm was over the right spot. Pt was able to readjust the rtm over the ins during passive recharge mode to get the middle number on the trying to recharge screen from 50 to 82. Pt stated that they would continue through passive recharge mode and call patient services back if needed. [See general text info for details on omitted information.] Additional information was received from a patient (pt) regarding an external device. The reason for call was that it wasn't working again; pt stated that the charger unit was replaced not that long ago and that it then worked fine but that the controller needed to be charged; patient (pt) stated that the controller and ins batteries were around 50%, however they stopped recharging the ins and plugged the controller into the power supply to charged when the controller became blank and unresponsive; pt stated that this occurred on saturday. Pt stated that they knew from experience that they needed to keep the one a little higher otherwise it wouldn't recharge; pss understood that the pt was referring to keeping the ins battery charged up otherwise they would have difficulties recharging the ins. Pt stated that they reset the controller, placed the auxiliary batteries in and left the controller plugged into the power overnight, however the issue was not resolved. Pss had the pt remove the battery pack from the controller and connect the controller to the ac power supply; pt confirmed that the controller powered on. Pss then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt confirmed seeing the green light flashing above the screen; pt stated that no device found displayed (pt stated that this happens often). Pt stated that the ins was hard to charge. Pt stated that an error message would display, so they would usually power the device off and reset the controller and that they could then start recharging the ins again. Pt stated that they were in the hospital when the error message appeared last time and that the error message displayed at least twice at home.; pt did not allege that the hospitalization was at all related to the mdt device/therapy. Pt had taken a picture of the error message, so pt was able to provide the error message details to pss; software problem (1-intellis, 2-3.6, 3-243, 4-qf_port); pt stated that the error message had appeared several times. Pt stated that they didn't realize how labor intensive the device was going to be especially with having an issue recharging sometimes. Pt confirmed that there was no apparent damage to the equipment. Pt stated that the equipment was very sensitive and temperamental of where the rtm was placed over the ins in order to recharge the ins. Pt stated however that it was fairly easy to find their ins and the sweet spot to place the rtm. Pt confirmed that the rtm was not getting hot while recharging the ins. Pt stated that it still took a really long time to recharge the ins (an hour or two at least). The patient was sent out a replacement controller. No symptoms were reported.